Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had recurring hematoma over the implant housing. The user was eventually explanted on (B)(6) 2023. The surgeon provided information that the implant housing was very mobile, but the electrode lead was lying well in a nearly boned mastoid.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient underwent a revision surgery due to re-occurring hematoma at the implant site. No history of trauma on the concerned side and no predisposing medical conditions were reported that could explain the observed problem. One month post revision surgery the device was explanted due to an infection, which was likely related to the revision surgery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. Further the implant was found mobile during explantation surgery.

Event description:
The user had recurring hematoma over the implant housing. A revision surgery was performed on (B)(6) 2023 in which the implant bed was revised. The hearing performance with the device was not affected, and the surgery was due to medical reasons only. Although the user couldn't wear the audio processor due to pain from the swollen skin, they could hear normally when it was turned on. The user was eventually explanted on (B)(6) 2023. The surgeon provided information that the implant housing was very mobile, but the electrode lead was lying well in a nearly boned mastoid. There were many granulations and in the lateral mastoid also in the implant bed. An infection of the implant bed was also noticed.